Manufacturer narrative:
The service inspection confirmed the customer¿s reported ¿image defect¿ as the screen goes black, and the image does not appear and or does not return. Also, part of the adhesive of the distal objective lens is peeled off. Additionally, the bending able is insufficient attributed to a stretched angle wire. The angulation free/engage lever is loose. The position of the light guide connector vent is misaligned. There are scratches throughout ¿ the bending section cover, control body, grip, the right/left plate, the video connector and casing, the light guide connector and the surface of the light guide coverglass. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer endoeye flex deflectable videoscope was returned for service/repair for a reported ¿image defect¿. The malfunction was found during an unspecified event. Upon inspecting and testing, the screen goes black, and the image does not appear and or does not return. Also, part of the adhesive of the distal objective lens is peeled off. This report is being submitted to capture the no image and the distal end adhesive peeling off. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the report of no image was caused by the defect of the image sensor unit, the failure of the internal circuit board of the video connector or the system. Regarding the report of adhesive of the objective lens peeling off, it is likely caused by stress of repeated use, external factors, or handling. The root cause could not be determined. This supplemental report includes information added to event. Olympus will continue to monitor field performance for this device.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received regarding the event. Information added to date of event and event.

Event description:
The following additional information was received from the customer: the error message, "image failure (no image)," was observed during inspection of the device prior to use.